Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4). Concomitant products: carto 3 system (model# fg-5400-00j serial# (B)(4)). Pentaray nave eco catheter (model#d-1282-11-s lot# unknown). (B)(4).

Event description:
It was reported that a patient, underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. After the right atrium (ra) mapping for atrial tachycardia, the cause of the tachycardia was suspected in the left atrium (la) area. A transseptal puncture was performed for access to the la. Then blood pressure dropped during mapping of the la. The pericardial effusion fluid was confirmed by echocardiogram. Cardiac drainage was performed and the patient was in stable condition at the time this complaint was reported. The physician commented that the event might have occurred when transseptal puncture was performed which caused damage at the posterior wall. Additional information was received on the event. No anomalies were found on the biosense webster products before inserting or during the use. There were no error messages observed on bwi equipment during the procedure. There is no further information about hospitalization. The physician's opinion regarding the cause of this adverse event is that this occurred when transseptal puncture was performed which caused the damage at the posterior wall. Even though the physician believes that the event occurred during the transseptal puncture the tamponade was not noticed until after bwi products were introduced into the patient.